Event description:
It was reported that, during plate procedure, the evos sm 2.5mm fixed handle linear hex dr was found stripped. A smith and nephew back up device was available. No injury to patient or delay reported. During investigation process a visual inspection of the returned device found the tip is broken off.

Manufacturer narrative:
Internal reference: (B)(4).